Manufacturer narrative:
Device returned for analysis. Device was able to be fully charged and completed 9 hrs treatment. No heating test was processed due to prescription expired and no more treatment allowed. Cui dc ps was returned with the system. Dc power supply, battery pack, and system stimulation output parameters were tested, and are all within device specification, no anomalies noted. Prior current leak testing, visual inspection shows no noted sign of damage to power supply, device controller or foam coil. Wrap the external power supply, the device controller enclosure, and device foamed coil in foil, and passed all leakage current testing using gw instek glc-9000. A review of the DHR was performed for work order (B)(4) and all (B)(4) units from the work order passed final inspection. The review has determined that the risk assesment is still adequate.

Event description:
Patient reported the unit has started to shock and burn him. Treatment started on (B)(6) 2022 and he wore the unit for three days. Patient stated that the unit buned and shocked him those three days pand it left burn marks but the marks have since gone away.